Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "use the catheter prior to the ¿use by¿ date specified on the package. Rotate inventory so that the catheters and other dated products are used prior to the ¿use by¿ date. As stated on the label, the nominal pressure is 10 atm and the rated burst pressure is 20 atm." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%,chronic total occlusion target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 035 non-bsc guidewire was advanced but had difficulty in crossing the lesion. A knuckle wire technique was used to pass the guidewire through. Then intravascular ultrasound was performed. A 014 guidewire and a sterling balloon catheter was used for dilation, but finished with incomplete dilatation due to the patient anatomy. After that, the balloon catheter was exchanged with a 7.0x40, 75cm mustang balloon catheter for dilation. There was no visual issue noted to the device prior to use. However, during the 1st inflation at 4 atmospheres, the balloon ruptured after being inflated for 3 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 6mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.